Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was out of calibration and was not responding touch input. It was reported that there was no patient involvement at the time the issue was discovered. The customer attempted to perform touchscreen calibration but was not able to touch the top of the screen to exit. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician stated that the replacement touchscreen was ordered, and upon receiving the new part, the biomedical technician performed the replacement, calibrated the touchscreen, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11-d4: (B)(4).